Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following the hf sensor implant the patient experienced hemostasis at the groin site. In the recovery area the patient experienced short of breath and began coughing up blood. The patient was intubated and transferred to cardiovascular intensive care unit. Bronchoscopy was done on (B)(6) 2017 and the patient was extubated. Sputum cultures were taken which confirmed infection. The patient was treated with antibiotics. The patient was discharged home on (B)(6) 2017 on plavix. The patient is a clinical study patient and the issue is not related to the device but possibly to the procedure.